Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd disposable cornwall¿ syringe system had difficult plunger movement during use. The following information was provided by the initial reporter: verbatim: 1. Bulky and difficult to handle it for female staff. 2. Takes more time to refill. 3. The sliding adjuster is loose.